Event description:
It was reported that pump sometimes shut off randomly and cartridge had issues during use. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event or any corrective actions taken by the customer or technical support.